Manufacturer narrative:
H.6. Investigation: the complaint of "false positive results" was reported against the bd max instrument catalog number 441916, serial number (B)(6) used in conjunction with certest sars-cov-2 assay. The sample was tested and was confirmed to be negative. No erroneous results were reported to doctors, and patients were not impacted. Bd service was dispatched to the site and reported that runs tested before the sars-cov-2 runs revealed no abnormalities, and the latest max qualification run revealed no abnormalities. Abnormalities were only observed during the sars-cov-2 runs. The service history of the instrument was reviewed. (B)(6) was first installed in (B)(6) 2012. Preventative maintenance was last completed in june 2019 and no problems were noted. As no problems were found with the instrument and data review did not reveal any problems, the complaint against the instrument cannot be confirmed. Complaint trend data was reviewed. False positive related complaints are trended under the code "results". Trending revealed an action level breach. Actions are being investigated via CAPA record 1632720. This CAPA does not include usage with certest assay. The bd max instrument risk file was also reviewed (see baltrm-maxinst-aph rev 16). Hazard is documented "false positive" and is s3. No new risks or hazards were identified as a result of the complaint. The complaint against the instrument was unable to be confirmed due to no problems being found with the instrument. The investigation consisted of a review of the service notes pertaining to the incident and a review of related instrument complaint trending data. The root cause of the problem is unknown at this time but could be contributed to contamination. Bd quality will continue to closely monitor for trends with associated problems.

Event description:
It was reported while using the bd max clinical instrument, there were 3 false positive results for the covid assay. The customer performed repeat testing and 2 of the samples were negative. No course of treatment was changed.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd max clinical instrument, there were 3 false positive results for the covid assay. The customer performed repeat testing and 2 of the samples were negative. No course of treatment was changed.